Event description:
A consumer implanted for spinal pain reported seeing the poor communication screen on the patient programmer (pp) and being unable to communicate using the pp or recharger. The consumer noticed "last week" they were unable to charge the implantable neurostimulator (ins). It was unknown when the consumer last charged or felt stimulation. The consumer had an appointment scheduled with their healthcare provider (hcp) for (B)(6) and requested a manufacturer's representative (rep) be there.

Event description:
Additional information reported that the patient had been overdischarged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.